Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The catheter of the subject device was broken off and fell into the patient. The fragment was retrieved, but the mucosa was damaged at the time of retrieving. Perforation did not occur. There was no additional treatment reported. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tube came off pipes at the guidewire port near 352 mm from the distal end. The outer diameter of the pipes was measured and found no irregularities. There was no abnormality about the amount of glue on cuff at the tube joint. The tube on the tip's side was deformed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. It was difficult to withdraw the subject device from the bile duct in a situation such as the tube was caught by stones or the forceps elevator. Since the subject device was withdrawn with excessive force, a pulling load more than the ability of a product was applied to the tube. Then, the tube came off. The instruction manual of the device has already warned as follows; *do not pull the tube with excessive force. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. If it is difficult to withdraw the balloon, deflate it before withdrawing.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".